Manufacturer narrative:
The product involved was not returned for review. In house stock of lactosorb taps were compared to prints, and found to be within specifications. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tab broke while using, and a portion of the tap remained in the patient.